Manufacturer narrative:
Analysis found that the customer allegation was confirmed, the magnum 5 stalls intermittently and is getting hot. The motor was defective. The bearings were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated. There was no patient impact.